Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report capturing previous driveline faults: MFR# 2916596-2021-04973.

Event description:
It was reported that log files were submitted for evaluation concerning driveline fault alarms. The patient had a history of driveline fault alarms that have persisted despite controller exchange and an external driveline repair. Log file review captured several driveline fault alarms during the event history spanning (B)(6) 2021 to (B)(6) 2022. The intermittency of the events suggested a severed wire was at times conducting, then separating. While separated, the controller's circuitry was creating a driveline fault alarm. The data suggested a short had not yet been created and there was no interruption in pump support.

Event description:
Additional information: it was reported that the log files were sent for review to monitor if the issue was worsening. Log file review found that the driveline fault detection data was similar to the data evaluated previously on 13jan2022. It was noted that motor function had not been affected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log files contained data from (B)(6) 2021 08:23:52 through (B)(6) 2022 15:17:34 and from (B)(6) 2022 08:00:55 through (B)(6) 2022 13:08:11, per the timestamps. Intermittent, silenced driveline fault alarms were captured throughout the log files. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the power module and 14 volt (v) battery power. Electrical continuity data recorded in the submitted log files during the driveline fault alarms showed that the values for phase 2 were significantly lower than the values for phase 1 and phase 3, suggesting a potential wire conductor breakdown issue within phase 2 (brown and black). No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for vad-17945 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.